Event description:
I had hernia repair surgery and had to have a mesh implanted in (B)(6) 2013. The mesh they implanted was (phsm) polypropylene hernia system mesh. After that, I believed everything was o.k. But then on (B)(6) 2016, I became very sick and not knowing what was going on, I was throwing up for 10 days and having diarrhea, so I went to the ER 3 times before they found out that I had a bowel obstruction due to the mesh I had implanted back in 2013. The mesh had come loose and attached itself to my intestine. I had to have surgery right away to fix the problem. I had to have a "situation" of my intestine removed. If I had not had the surgery, it would have resulted in death. I believe this product was defected and should be made aware of.